Manufacturer narrative:
Concomitant medical products: 4024-58 lead, implanted (B)(6) 1994. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance and undersensing. The lead was unable to pace unipolar due to pocket stimulation. The patient also experienced fatigue and shortness of breath. Reprogramming was attempted but sensing was not satisfactory. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2020: it was further reported that the lead was explanted.